Event description:
It was reported "the pump has damage to charging port resulting in issues with the cord and charging." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.